Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump wasn't properly recording bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump powered on with vibratory and audible features. A prime sequence was successfully completed. The pump was exercised 24hrs with no alarms or warnings. The pump successfully performed a normal 10u bolus and a 10u audio bolus. Both deliveries were accurately recorded in the pump history. The bolus history was found to be recording properly.